Event description:
The patient was in the operating room for a laparoscopic cholecystectomy. A 12 mm laparoscopic access port was used to gain access for cholecystectomy. During the surgery the blue rubber gas stopper that is located in the center of the port came out and fell into the patient's abdomen when the surgeon tried to put a grasper instrument through it. The surgical team realized it had fallen in the abdomen when the peritoneal cavity would not stay inflated with gas. The surgeon looked in the abdomen with the scope and saw something blue. It was the rubber stopper from the port. A picture was taken of the port, but the port and packaging was discarded because the patient was on c-diff precautions.